Event description:
It was reported that a boston scientific sales representative noticed during the first interrogation of this new out-of-the-box subcutaneous implantable cardioverter defibrillator (s-ICD), that the battery percentage was at 10%. Consequently, the device was not implanted and was returned to boston scientific. There was no patient involvement as the observation was made before the implant procedure, during the preparation process.

Manufacturer narrative:
Boston scientific issued a field safety notice in october 2022 (reference: 92946782-fa) regarding a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD exhibited the incorrect date/timestamp issue while in possession of the boston scientific field representative; the device was never provided to the customer or implanted in a patient. The boston scientific field representative returned the device to boston scientific as part of our internal retrieval process.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a boston scientific sales representative noticed during the first interrogation of this new out-of-the-box subcutaneous implantable cardioverter defibrillator (s-ICD), that the battery percentage was at 10%. Consequently, the device was not implanted and is expected to be returned for analysis. There was no patient involvement as the observation was made before the implant procedure, during the preparation process.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a boston scientific sales representative noticed during the first interrogation of this new subcutaneous implantable cardioverter defibrillator (s-ICD), that the battery percentage was at 10%. Consequently, the device was not implanted and is expected to be returned for analysis. There was no patient involvement as the observation was made before the implant procedure, during the preparation process.